Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. It was stated ¿there was foreign matter in the needle hub, it was visualized through the packaging.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Samples/photos analysis: sample and picture provided, it¿s possible to identify excess of resin over the hub. The batch complained was manufacturing during (B)(6) 2017 to (B)(6) 2017. The inspections carried out on the machine were checked and no records of this defect were found claimed in the batch history. The inspections during assembly manufacture process in agmo machine were done and not records of this deviation were found in system of this batch. It was informed that the routine controls of this specific character, is done by visual inspection each two hours over 40 pieces sample according control plan. Qn/ maintenance review: there are no quality notification (qn), only maintenance report records, which could lead to this issue for the batches involved in this complaint. The batch history analysis was performed, no quality notifications found and only maintenance records verified related with this batch. Confirmed: bd was able to confirm/ reproduce the incident in question foreign matter. The root cause of this defect is related with resin process application, during some hold of line the excess of resin goes to the hub of needle, and once because the line adjust is necessary until the production return on normal operation. For correction of the defect is being applied a case study a3 reduction of non-conformities production of needles, this tool of analysis is being applied in agmo07 needle assembly machine. The deadline for completion is to the end of fiscal year 2018 in (B)(6).